Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture. The cause was not determined. A health care professional (hcp) reported that there might be possible lv lead dislodgement. A chest x-ray was to be performed to confirm. Boston scientific technical services (ts) discussed pacing chamber, lv lead configuration and lv lead test changes. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.